Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome cannot be conclusively determine at this time. If additional information becomes available at a later time these reports will be supplemented.

Event description:
Olympus received a voluntary medwatch report (mw5058205) which stated "possible transmission of esbl during an ercp with stent placement. Custom ultrasonic's are utilized for the reprocessing of the scopes." Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone and writing but with no result.